Event description:
It was reported that they received multiple error code 3 during the procedure. The case was completed with a second hanpiece with no pt consequence. During troubleshooting it was found that the hanpiece had multiple 4d (high co rate of change) and multiple 4f (bad hp with test tip) errors in the hp faults.

Manufacturer narrative:
Evaluation summary: the hand piece was returned with a loose mount. It was tested on a generator and gave an error code 3. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument.